Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/09/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump was acting up and pushing a ton of fluid into the patient's joint space. This occurred during a knee arthroscopy. The pump finally evened out and worked as usual. The fluid was more than usual in the knee post-op. Additional information was provided on 08/13/2024, where it was stated by the sales representative that this event occurred on (B)(6) 2024, and an ar-6410 tubing was used. The tubing was replaced, and there were no further issues. The patient did have fluid in the knee, and they just put dressings on and the knee fluid came down. The patient was discharged that day.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was returned for evaluation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6410 lot number: 71915423, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The device was run for 40 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended with no sudden changes in pressure noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. No problem found.